Manufacturer narrative:
Findings: pump passed the displacement, prime test and excessive no delivery noted. Unable to perform the basic occlusion and occlusion test due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. Received with pump cracked case at the display window corner, missing reservoir tube o-ring, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 375 mg/dl. The customer stated that there is broken piece in reservoir compartment lip where threads are located, o-ring is missing. Customer stated that when she begun using her pump the pump was dropped then but it was okay. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 375 mg/dl. The customer was treated for high blood glucose with pen and pump. Customer stated that she is not aware of how the high blood glucose occurred. Customer declined to troubleshoot for high blood glucose due to having pump replaced at this time.